Event description:
It was reported that there was continuous pumping into the arm and the case was stopped. Pump was running at 30, inflow only, saline bags were spiked according to procedure. Pump was set at 30 then upped to 40. The pump began to excessively speed up so the setting was brought down to 30 again. The pump was heard accelerating and the shoulder began to inflate with fluid. No alarm was sounded at anytime. The case was stopped. The patient was kept for an additional 3 to 4 hours until the fluid had gone down and no issues were found to be present then was released. Surgery was rescheduled for (B)(6) 2012. Shoulder arthroscopy.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record revealed nothing relevant to this event. The evaluation did not reveal anything relevant to the event with respect to the pump. When the pump was tested with the actual tubing used in the case, the collapsed bladder in the tubing caused the pump to not produce consistent and correct pressures. A collapsed pressure bladder indicates a system setup issue. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.